Manufacturer narrative:
On (B)(6) 2017, the customer had changed the pump supplies and no damage was noted to the cannula. The customer had not received another occlusion alarm. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer cleared the alarm and successfully delivered the remainder of the bolus. The customer's blood glucose level was 86 mg/dl. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion as the remainder of the bolus was delivered without another alarm.